Event description:
Customer reported she received the following results on 2 different meters within 1 minute: "17 or 20" mmol/l (mobile system 1) and 6.3 mmol/l (mobile system 2). No adverse event due to the device reported. The alleged product was requested for evaluation. The customer was unable to provide the strip information.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 2. (B)(4).